Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A DHR review was performed by querying the ncmr database for historical data. This search identified no ncmr¿s for this product number and lot.

Event description:
It was reported that the reamer broke during reaming, it was removed without incident. No part of reamer was left in patient. No patient injury was reported.